Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Endoleak (type ia and ib suspected): after coiling was performed for the superior gluteal artery, the treo stent-graft was implanted via left approach (26 mm, 20 mm - 100 mm for contralateral, 13 mm - 120 mm for ipsilateral). After post dilatation using a balloon catheter, the final angiography revealed leakage in the aneurysm. Type ia and type IV endoleaks were suspected. Angiography was then performed from the inside of the treo, and a type ia endoleak was suspected due to the small amount of leakage. An excluder cuff (26 mm, pla260300j, gore medical) was then implanted. After balloon dilatation, angiography found less leakage but leakage was still confirmed. Angiography from the contralateral distal side also revealed leakage in the aneurysm, and a type ib endoleak was suspected as well. As there was nothing more that could be done, the physician decided to follow up the patient and see the patient's condition. Physician's comment: it is unknown what caused this event as the location of the stent-graft placement and the size of the stent-graft do not appear to be problems. Operation type: stent-graft implantation blood loss: unknown ancillary device used: excluder cuff (pla260300j, gore medical) no image available due to hospital policy pre-case plan available (see the attached schema) additional information will be able to be obtained (tc# (B)(4)" patient outcome - "no health damage to the patient."

Event description:
"Endoleak (type ia and ib suspected): after coiling was performed for the superior gluteal artery, the treo stent-graft was implanted via left approach (26 mm, 20 mm - 100 mm for contralateral, 13 mm - 120 mm for ipsilateral). After post dilatation using a balloon catheter, the final angiography revealed leakage in the aneurysm. Type ia and type IV endoleaks were suspected. Angiography was then performed from the inside of the treo, and a type ia endoleak was suspected due to the small amount of leakage. An excluder cuff (26 mm, pla260300j, gore medical) was then implanted. After balloon dilatation, angiography found less leakage but leakage was still confirmed. Angiography from the contralateral distal side also revealed leakage in the aneurysm, and a type ib endoleak was suspected as well. As there was nothing more that could be done, the physician decided to follow up the patient and see the patient's condition. Physician's comment: it is unknown what caused this event as the location of the stent-graft placement and the size of the stent-graft do not appear to be problems. Operation type: stent-graft implantation blood loss: unknown ancillary device used: excluder cuff (pla260300j, gore medical). No image available due to hospital policy pre-case plan available (see the attached schema) additional information will be able to be obtained. (Tc# (B)(4). Patient outcome - "no health damage to the patient."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.